Event description:
The device was returned to the service center with a report from the customer contact of broken, mechanism issues. No specific information provided. This does not indicate a reportable malfunction. However, during testing at the service center the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.